Event description:
Per the independent repair center, the customer alleged problem is alarming or red light. The key failure is the valve operator is stuck. As stated on the repair statement additional malfunction on this device: power switch has no alarm.